Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incidence was 54 mg/dl. Customer was corrected there low blood glucose with food. Customer was using insulin pump system in 48 hours of reported incidence. Customer stated that insulin pump had pump error alarm and they had cleared alarm as well as complete rewind. Customer stated that insulin pump was passed in self test. The insulin pump will not be returned for analysis.